Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400-500 mg/dl). Customer alleged the infusion set was "not working" as bg elevated after infusion set was inserted. However, no specific infusion set issues were reported. Customer changed the infusion set and cartridge and insulin delivery was successfully resumed. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.